Event description:
Received customer's maude report: potassium was infusing when red alarm noted. Pump reading stated communication error on the screen. Pump shut off. No pt injury. Pump charge, equipment delivered to clinical technology. Dose or amount: potassium chloride 10 meq. Frequency: infuse over 1 hour. Route: IV. No additional event/patient info was provided. Reference report # mw 5035502.

Manufacturer narrative:
(B)(4). No hospital name, address, or contact info was provided. The affected product has not been received. A follow up report will be submitted should additional info be provided or the devices be received for evaluation.